Event description:
It was reported that the patient presented to the hospital due to an exacerbation of their congestive heart failure and was found to be in atrial flutter with a right ventricular (rv) lead dislodgement. The rv lead had increased capture and decreased sensing. The rv lead will be revised; however, the procedure was deferred due to an rv lead thrombus. It was noted that the patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).